Manufacturer narrative:
Reliability analysis inspected 1 opened quick-serter for locking and proper operation perdes and IFU, section 1 to 6 and performed insertion testing a new lab quick-set onto rubber skin. Quick-serter failed per inspection found the quick-serter barrel walls with excessive glue from quick-set tape.

Event description:
Customer's blood glucose level at the time 422mg/dl. No additional information is provided.